Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, the patient reported receiving a 50 mg/dl reading on the "receiver" and self treated with medicine (unspecified) to raise her blood sugar. The patient did not indicate if she had symptoms or measured her bg prior to self-treatment. Sometime later, the patient began vomiting but said her dexcom was not displaying any readings and did not take a fingerstick to measure her blood sugar. The patient called for an ambulance and while being transported to the hospital, they took a fingerstick, but didn't get any numbers, it only showed high. Ems provided fluid. ER took her fingerstick, reading it was 573 mg/dl. Her dexcom was not providing readings at this time. She had a IV fluid and stayed there overnight. At the time of contact the patient had been discharged and was in stable condition. The patient uses the tandem t slim in a modified closed loop. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.